Event description:
It was reported to boston scientific corporation in 2005 that a low profile gastrostomy device was used during a placement procedure (patient age, gender and weight are unknown). According to the complainant, the balloon ruptured after approximately 14 days post-placement. The procedure was completed with another device (manufacturer unknown). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
Upon examination, the balloon had a large tear in it. It cannot be determined conclusively how the balloon tore. The device manufacture date and expiration date are unknown.